Event description:
Patient got burned of having the product on [thermal burn] , . Case narrative:this is a spontaneous report from a contactable other hcp reporting for a patient. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number: aw2097, expiry date: 30apr2020, via an unspecified route of administration from an unspecified date to an unspecified date at an unspecified dose for an unspecified indication. The patient medical history and concomitant medications were not reported. It was reported the patient got burned of having the product on and the patient had not used it for more than 8 hours, neither slept with the product. The action taken in response to the event for thermacare heatwrap was unknown. The event outcome was unknown. Additional information has been requested and will be provided as it becomes available.

Event description:
Event verbatim [preferred term] patient got 1st degree burned of having the product on [burns first degree] , . Case narrative:this is a spontaneous report from a contactable other healthcare professional reporting for a patient. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number: aw2097, expiry date: 30apr2020, from an unspecified date for pain. The patient's medical history and concomitant medications were not reported. It was reported the patient got 1st degree burned of having the product on and the patient had not used it for more than 8 hours, neither slept with the product. The patient used one patch of thermacare heatwrap. The event resulted in significant disability. The action taken in response to the event for thermacare heatwrap was unknown. The event outcome was unknown. According to product quality complaint group: severity of harm was s3. Additional information has been requested and will be provided as it becomes available. Follow-up (25mar2020): new information received from product quality complaint group included: severity of harm. Follow-up (06apr2020): new information received from other healthcare professional includes: patient information (added gender), product information (added indication), reaction data (updated event to 'patient got 1st degree burned of having the product on'), and seriousness., comment: based on the information provided, the event burns first degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] patient got burned of having the product on [thermal burn] . Case narrative:this is a spontaneous report from a contactable other hcp reporting for a patient. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number: aw2097, expiry date: 30apr2020, via an unspecified route of administration from an unspecified date to an unspecified date at an unspecified dose for an unspecified indication. The patient medical history and concomitant medications were not reported. It was reported the patient got burned of having the product on and the patient had not used it for more than 8 hours, neither slept with the product. The action taken in response to the event for thermacare heatwrap was unknown. The event outcome was unknown. According to product quality complaint group: severity of harm was s3. Additional information has been requested and will be provided as it becomes available. Follow-up (25mar2020): new information received from product quality complaint group included: severity of harm.

Event description:
Event verbatim [preferred term] . Patient got 1st degree burned of having the product on [burns first degree], , narrative: this is a spontaneous report from a contactable other healthcare professional reporting for a patient. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: aw2097, expiry date: apr2022) from an unspecified date for pain. The patient's medical history and concomitant medications were not reported. It was reported the patient got 1st degree burned of having the product on and the patient had not used it for more than 8 hours, neither slept with the product. The patient used one patch of thermacare heatwrap. The event resulted in significant disability. The action taken in response to the event for thermacare heatwrap was unknown. The event outcome was unknown. According to product quality complaint group: severity of harm was s3. According to the product quality complaint (pqc) group: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns". The cause of the consumer stating the wrap caused a burn is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Upon follow-up received from the pqc group on 17jun2020, evaluation of the returned sample did not provide any additional information as to why the consumer received "burns" from the wrap. Return sample evaluation: 2 wraps. 2 wraps are inside sealed pouches - open one pouch to inspect wrap inside. No obvious defects to wrap. Batch aw2097 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Site sample status: received at the site. Follow-up (25mar2020): new information received from product quality complaint group included: severity of harm. Follow-up (06apr2020): new information received from other healthcare professional includes: patient information (added gender), product information (added indication), reaction data (updated event to patient got 1st degree burned of having the product on), and seriousness. Follow-up (17apr2020): new information received from the pqc group included investigational results. Follow-up (09jun2020 and 17jun2020): this f/u is being submitted to provide additional information regarding similar incidents and provided new information received from pqc group updating suspect product expiration date and updating pq investigation results to include returned sample results. No follow-up attempts are needed. No further information is expected.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns". The cause of the consumer stating the wrap caused a burn is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Upon follow-up received from the pqc group on 17jun2020, evaluation of the returned sample did not provide any additional information as to why the consumer received "burns" from the wrap. Return sample evaluation: 2 wraps. 2 wraps are inside sealed pouches - open one pouch to inspect wrap inside. No obvious defects to wrap. Batch aw2097 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Site sample status: received at the site.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns". The cause of the consumer stating the wrap caused a burn is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Upon follow-up received from the pqc group on 17jun2020, evaluation of the returned sample did not provide any additional information as to why the consumer received "burns" from the wrap. Return sample evaluation: 2 wraps. 2 wraps are inside sealed pouches . Open one pouch to inspect wrap inside. No obvious defects to wrap. Batch aw2097 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Site sample status: received at the site.

Event description:
Event verbatim [preferred term] . Patient got 1st degree burned of having the product on [burns first degree]. Narrative: this is a spontaneous report from a contactable other healthcare professional (pharmacy employee) reporting for a patient. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: aw2097, expiry date: apr2022) from an unspecified date for pain. The patient's medical history and concomitant medications were not reported. It was reported the patient got 1st degree burned of having the product on and the patient had not used it for more than 8 hours, neither slept with the product. The patient used one patch of thermacare heatwrap. The event resulted in significant disability. The action taken in response to the event for thermacare heatwrap was unknown. The event outcome was unknown. According to product quality complaint group: severity of harm was s3. According to the product quality complaint (pqc) group: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns". The cause of the consumer stating the wrap caused a burn is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Upon follow-up received from the pqc group on (B)(6) 2020, evaluation of the returned sample did not provide any additional information as to why the consumer received "burns" from the wrap. Return sample evaluation: 2 wraps. 2 wraps are inside sealed pouches. Open one pouch to inspect wrap inside. No obvious defects to wrap. Batch aw2097 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Site sample status: received at the site on 18may 2020. Follow-up (25mar2020): new information received from product quality complaint group included: severity of harm. Follow-up (06apr2020): new information received from other healthcare professional includes: patient information (added gender), product information (added indication), reaction data (updated event to patient got 1st degree burned of having the product on), and seriousness. Follow-up (17apr2020): new information received from the pqc group included investigational results. Follow-up (09jun2020 and 17jun2020): this f/u is being submitted to provide additional information regarding similar incidents and provided new information received from pqc group updating suspect product expiration date and updating pq investigation results to include returned sample results. No follow-up attempts are needed. No further information is expected. Follow-up (09jul2020): new information received from angelini pharma includes: correction of reporter (other healthcare professional specified as pharmacy employee) and additional information regarding similar incidents. Based on the information available at the site, the device was first ce marked in (B)(6) 2009. For similar complaints: the albany site uses qts trackwise to document complaint investigations. A query of all complaints in the system is performed using terminology from the applicable consumer complaint to identify similar complaints. Any complaint records returned in the query are reviewed by a site complaint specialist (sme) to ensure applicability. No follow-up attempts are needed. No further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: similar incidents and devices on the market.

Event description:
Event verbatim [preferred term] . Patient got 1st degree burned of having the product on [burns first degree]. Narrative: this is a spontaneous report from a contactable other healthcare professional reporting for a patient. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number: aw2097, expiry date: 30apr2020, from an unspecified date for pain. The patient's medical history and concomitant medications were not reported. It was reported the patient got 1st degree burned of having the product on and the patient had not used it for more than 8 hours, neither slept with the product. The patient used one patch of thermacare heatwrap. The event resulted in significant disability. The action taken in response to the event for thermacare heatwrap was unknown. The event outcome was unknown. According to product quality complaint group: severity of harm was s3. According to the product quality complaint group: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns". The cause of the consumer stating the wrap caused a burn is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (25mar2020): new information received from product quality complaint group included: severity of harm. Follow-up (06apr2020): new information received from other healthcare professional includes: patient information (added gender), product information (added indication), reaction data (updated event to 'patient got 1st degree burned of having the product on'), and seriousness. Follow-up (17apr2020): new information received from the product quality complaint group included investigational results. No follow-up attempts are needed. No further information is expected.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns". The cause of the consumer stating the wrap caused a burn is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns". The cause of the consumer stating the wrap caused a burn is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Upon follow-up received from the pqc group on 17jun2020, evaluation of the returned sample did not provide any additional information as to why the consumer received "burns" from the wrap. Return sample evaluation: 2 wraps. 2 wraps are inside sealed pouches - open one pouch to inspect wrap inside. No obvious defects to wrap. Batch aw2097 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Site sample status: received at the site.

Event description:
Event verbatim [preferred term], patient got 1st degree burned of having the product on [burns first degree], narrative: this is a spontaneous report from a contactable other healthcare professional (pharmacy employee) reporting for a patient. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: aw2097, expiry date: apr2022) from an unspecified date for pain. The patient's medical history and concomitant medications were not reported. It was reported the patient got 1st degree burned of having the product on and the patient had not used it for more than 8 hours, neither slept with the product. The patient used one patch of thermacare heatwrap. The event resulted in significant disability. The action taken in response to the event for thermacare heatwrap was unknown. The event outcome was unknown. According to product quality complaint group: severity of harm was s3. According to the product quality complaint (pqc) group: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns". The cause of the consumer stating the wrap caused a burn is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Upon follow-up received from the pqc group on 17jun2020, evaluation of the returned sample did not provide any additional information as to why the consumer received "burns" from the wrap. Return sample evaluation: 2 wraps. 2 wraps are inside sealed pouches - open one pouch to inspect wrap inside. No obvious defects to wrap. Batch aw2097 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Site sample status: received at the site on 18may2020. Follow-up (25mar2020): new information received from product quality complaint group included: severity of harm. Follow-up (06apr2020): new information received from other healthcare professional includes: patient information (added gender), product information (added indication), reaction data (updated event to patient got 1st degree burned of having the product on), and seriousness. Follow-up (17apr2020): new information received from the pqc group included investigational results. Follow-up (09jun2020 and 17jun2020): this f/u is being submitted to provide additional information regarding similar incidents and provided new information received from pqc group updating suspect product expiration date and updating pq investigation results to include returned sample results. No follow-up attempts are needed. No further information is expected. Follow-up (09jul2020): new information received from angelini pharma includes: correction of reporter (other healthcare professional specified as pharmacy employee) and additional information regarding similar incidents. Based on the information available at the site, the device was first ce marked in june 2009. For similar complaints: the albany site uses qts trackwise to document complaint investigations. A query of all complaints in the system is performed using terminology from the applicable consumer complaint to identify similar complaints. Any complaint records returned in the query are reviewed by a site complaint specialist (sme) to ensure applicability. No follow-up attempts are needed. No further information is expected.